Event description:
Additional information received reported high impedances. The reporter stated that x-rays were performed on (B)(6) 2012 and there was no evidence of any breaks. No known symptoms were associated with this event. The patient did not require hospitalization. It was stated that the current electrode pairing was c+(anode) and 1-(cathode) with good therapy, no shocks. The reporter stated that the impedances were still high, but now in the 26,000 ohms range.

Event description:
It was reported that the patient's physician was reading high impedances. The patient was implanted about 2-3 months ago and at her last follow-up c1 and c2 were high. The physician was reporting c1 at 2708 ohms and realized the report would indicate out of range values that are greater than 2000 ohms and the physician did not have "known" values at specific test amplitudes. A previous pair was 4300 ohms, but was currently at 3333 ohms ( due to different voltages). The impedance pattern for the device and patient hydration were discussed. The patient had no return of symptoms and was not programmed to any out of range values. The physician was no longer concerned about this patient.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v991333, implanted: (B)(6) 2012. Product type: lead. (B)(4).